Manufacturer narrative:
The reported failure "pump stop while power outage" occurred during use. It was reported that the pump stopped during use while power outage at the customer location. It is not known what caused the power outage. According to the getinge field service technician the rotaflow console switched to battery power. According to the service order#: (B)(4); dated on 2020-11-20, the getinge field service technician was onsite on 2020-11-19 to advise the customer to let battery charge overnight. Technician returned on 2020-11-20 to test battery charge time and battery runtime. Both tests passed. Unit also switched over to battery when unplugged from the wall. Released to customer for clinical use. Battery was replaced by customer in 09/2020. The rotaflow risk analysis version (B)(4) (dms# (B)(4)) chapter h1.1.1.3 was reviewed on 2020-11-25 with the following outcome: the most possible causes for the reported failure "pump stop while power outage": un)intentional stop of the pump, e.g.: defective motor control electronics; pump stop intervention after technical error (e.g. Pump runaway, error head); sensor error (bubble, level, pressure(in hl20 mode), flow); software error* wrong intervention limits; unintended rpm change by user; unintended switch off by user; freeze of microcontroller sab80c517; defect of micro controller pici 14000; defect of transformer; defect of internal power supply (dc/dc). The reported failure "pump stop while power outage" occurred during use, and could not be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations, or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that the rotaflow console stopped while on a patient during power outage. No indication of actual, potential for harm, or death reported. Complaint ID: (B)(4).